Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2025. Sampling from: unknown. Cfu:10-100 colonies. Bacterial identification: escherichia coli. Sampling date: on (B)(6) 2025. Sampling from: unknown. Cfu:>100 colonies. Bacterial identification: escherichia coli. Sampling from: unknown. Cfu:>100 colonies. Bacterial identification: pseudomonas aeruginosa. Sampling date: on (B)(6) 2025. Sampling from: air/water channel and suction biopsy channel. Cfu:0 colonies after 7 days of incubation. Bacterial identification: na. The device was evaluated where [no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >100 colony forming units (cfus) of escherichia coli. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.